Event description:
It was reported by service report that the stretcher chairs foot section was drifting down with and without weight. There was pt involvement; however no adverse consequences are reported.